Event description:
Balloon rupture occurred. A 6.0mmx40mmx40cm sterling balloon catheter was selected to treat a 95% stenosed, moderately tortuous, and mildly calcified lesion in the cephalic vein. The balloon was inflated multiple times to 14atm for 30 seconds at a time. On the third inflation, the balloon ruptured at 14atm. The balloon catheter was removed from the patient, in the middle of the balloon a vertical tear was noticed. A new device was used to complete the procedure with no patient complications and the patient was in good condition post-procedure.